Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy tortuosity and moderate calcification. The 2.75 x 28 mm xience pro stent delivery system (sds) was advanced without issue and the stent was deployed at 12 atmospheres (atm); however, a dissection occurred. A 2.75 x 12 mm xience pro stent was used to treat the dissection successfully, and the patient had a good outcome. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v/xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.